Manufacturer narrative:
The device was received by the resmed technical service center in (B)(4) and an evaluation was performed. The evaluation determined that the alarm was due to a faulty power supply (psu). Resmed's risk anaylsis for these failure modes concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed (B)(4) that an alarm was triggered on an astral device indicating a battery issue. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed and an extensive engineering investigation was performed. Review of the device data logs confirmed the occurrence of a system fault error message (sf 218) and multiple external battery communication alarms. The device evaluation showed no fault found with the device internal battery. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the device events were most likely due to a software issue and damage to the external battery. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. There was no patient injury reported as a result of this incident. (B)(4).